Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via the manufacturers representative (rep), who reported they were scheduled for an MRI, but electrode 0 showed out of range impedances so they were unable to get their MRI. The situation had no effect on their therapy as they werent using that electrode. There were no known factors that caused the issue, no troubleshooting performed, and no actions taken to resolve the issue.